Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. The history files of 2023-07-17 (specified date of the incident, given from the customer) were investigated. At 12:00 pm a space line was inserted. At 12:01 pm the time was set to 04:00 hh:mm. At 12:13 pm a new vtbi of 500 ml and a rate of 130 ml/h was selected. Then the infusion was started. At 03:48 pm the rate was changed to 3:30 ml/h. Up to that time the pump has delivered a volume of 465,28 ml (actual volume infused). At 03:48 pm the customer changed the values again. The customer changed the vtbi to 120 ml and the rate to 440 ml/h during the infusion. At 04:01 pm the device displayed with a "vtbi near end" alarm and the customer stopped the infusion. Up to that time the pump has delivered a volume of 567,15 ml (actual volume infused). At 04:02 pm the vtbi was changed to 100 ml and the rate to 660 ml/h. The infusion was running for 7 minutes unit it was stopped at 04:09 pm. Up to that time the device has delivered a volume of 645,27 ml (actual volume infused). Furthermore, no infusion was started at the specified date of the incident. The history files show no anomalies. 3. Judgment: 3.1 the complaint could not be confirmed. The complaint malfunction could not be detected in the history files. Furthermore, no anomalies could be found. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion" according to the customer: "user started therapy on the (B)(6) 2023, around 12 pm, with a vtbi of 500ml (in soft bag) over a duration of 4 hours. Nearing the 4th hour mark , user observed significant volume left in the soft bag not tallying with the volume infused shown on pump. (Underinfusing) user continued to adjust vtbi and rate until completion of therapy"